Manufacturer narrative:
Unit alarmed failed battery test after battery installation due to corroded battery tube. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to failed battery test. Unable to verify history anomaly due to failed battery test. No auto off alarm noted. Unit received with minor scratches on lcd window.

Event description:
It was reported the customer had repeated auto off alarms on their insulin pump. Customer's blood glucose was 69 mg/dl. The customer declined to troubleshoot for their low blood glucose. Troubleshooting found a manual bolus was recorded in the bolus history. Customer's insulin pump will be replaced due to the customer's request. No additional information provided.